Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had therapy for 5 months now and it had not worked at all. Patient stated prior to the spinal cord stimulation. She had a surgery that was not successful that left her right leg from her knee to groin in total pain for a year. The patient then got the scs. Patient stated this helped her back but they still had leg pain. Patient stated she was at her doctor's yesterday who decided to do an epidural and another shot, so patient wanted to turn her neurostimulator (ins) off to see how it was going to work. Patient stated she pressed the button on top of the controller and selected stimulation off. Patient mentioned she was on group a and turned "all things", programs 1 and 2 down to zero. Patient stated she was calling to confirm she turned it off correctly because she still felt buzzing. Patient asked if groups b and c also had to be turned down/off. The patient programmer showed stim off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the buzzing has stopped but the leg buzzing still continued. It was reported pain was still in leg and no one has figured actions/interventions to perform. Buzzing not resolved in leg.